Manufacturer narrative:
The results of the gel and adhesive (those which have direct contact with skin) were both found to be non-cytotoxic, non-sensitizing, and non-irritating. Medico also states they used approved suppliers that follow standardized qms and all raw materials are inspected when received in. The IFU (on the pouch) states the electrodes are hypoallergenic and an electrode is only to be worn for less than 72 hours. A lot number was not provided and therefore a review of lot paperwork cannot be completed.

Event description:
Customer advised nmt of all september completes on (B)(6) 2022. One of the reports stated that a patient consulted a doctor after having symptoms of burning/blisters around the electrode area. Medication was provided but it could not be confirmed with the medication was prescribed by a doctor or if it was over the counter.